Event description:
The complainant reported that upon insertion of the impella cp into the left ventricle, there was a ¿pump stopped¿ alarm. A fluoroscopy revealed that the cannula proximal to the outlet was kinked at the aorta. Another company's transcatheter aortic valve replacement valve was not able to be inserted any more to straighten out the cannula. Therefore, the decision was made to place another impella cp. The patient remained in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The clinical states that upon insertion of impella cp into left ventricle (lv) pump had a pump stop alarm. Fluoroscopy revealed cannula proximal to outlet was kinked at aorta. Due to medtronic transcatheter aortic valve replacement (tavr) valve, was not able to be inserted any more to straighten out the cannula. Decision was made to place another cp. The second cp had similar issues. The physician suspected that the device was unable to get fully past the aortic valve and maintain appropriate position in the ascending without kinking the cannula. The pump was not returned. Data logs not available. Positioning issue: the root cause of the positioning issue was most likely patient condition related to interaction with the patient's tavr as stated by the physician the pump was not able to be fully inserted past the aortic valve to maintain appropriate position. Product damage (cannula kink): the root cause of the product damage cannula kink issue was most likely patient condition related to the patient's tavr as stated by the physician the pump could not be inserted more to straighten out the cannula due to tavr. Pump stop: the root cause of the pump stop issue was not determined since product and data logs were not returned for investigation. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: entering cardiac output. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿